Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a ventilator failure suddenly occurred during an ongoing surgery. Manual ventilation was required. No patient injury was reported.

Manufacturer narrative:
The electronic device log file was available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file. During the case in question, the primus detected a deviation between the measured and the expected position of the ventilator piston. The device reacted in accordance with its implemented safety concept and interrupted the automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. The replacement of the ventilator motor on-site has reportedly fixed the issue. The motor was requested for analysis but unfortunately has been lost during transport so that a detailed investigation was not possible. As the replacement of the motor assembly has solved the issue it can be concluded that either the motor itself or the light barrier of the motor was the cause of the ventilator failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure suddenly occurred during an ongoing surgery. Manual ventilation was required. No patient injury was reported.